Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/7/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested and no response has been received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. As normal practice by using after surgery. What prep was used prior to, during or after dermabond use? Cleaning the adhesive area with normal saline solution and follow with dermabond. Was a dressing placed over the incision? If so, what type of cover dressing used? There is no dressing placed over the incision. . Patient pre-existing medical conditions (ie. Allergies, history of reactions) no, patient has allergies for first time. Current patient condition? The patient is better due to the steroid has been taken. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have not been received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID; age or date of birth; bmi; patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Current patient condition?

Event description:
It was reported a patient underwent a thyroidectomy on an unknown date in (B)(6) 2020 and topical skin adhesive was used. Approximately 2-3 days post operatively, the patient had symptoms of itchy skin and red rash around wound. To treat the area prescription steroid medication was applied. Additional information has been requested.